Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). It was reported by the perfusionist that while the patient was at rest in the ICU, the vad dual drive console top module alarmed and then it stopped. The patient was hand pumped until the back up ddc was started and subsequently the pump function returned to normal.

Manufacturer narrative:
The manufacturer is attempting to acquire the vad dual drive console for evaluation and service. No further information is available at this time.